Manufacturer narrative:
A1: full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access hstni reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this incident. No other patient results were questioned. No hardware performance issue was highlighted. System performance indicators were passing within specifications at the time of the incident. The customer did not indicate a concern for carryover and there was no evidence of carryover in this event. Customer technical support (cts) discussed with the customer the possible presence of micro clot or bubble within the sample. Although the presence of micro clot or bubble within the patient sample was suspected, the exact cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. In conclusion, the cause of this incident cannot be determined with the available information.

Event description:
The customer reported obtaining an erroneous non-reproducible elevated hstni (access high sensitivity troponin I, part number b52699 and lot number 472040) results were generated on the customer's dxi (unicel dxi 800 access immunoassay analyzer, part number a71456 and serial number (B)(6) for one patient. The erroneous hstni result of 221.0 ng/l was released from the laboratory. There was a report of change to patient treatment in connection with this incident. The customer reported the patient was treated based on the erroneous elevated result. Beckman coulter attempted to gather additional information regarding details of the treatment but no further information was provided. The customer indicated the patient treatment was stopped and the patient was sent home after corrected hstni results were obtained. Results obtained were as follows: date. Patient/ sample. Hstni results (ng/l). Comment. (B)(6) 2024 10:00 . Patient 1/ sample 1. 221.0 . N/a. (B)(6) 2024 15:30. Patient 1/ sample 1. 4. N/a. (B)(6) 2024 19:15. Patient 1/ sample 1. 4.9. N/a. (B)(6) 2024 19:30. Patient 1/ sample 2. 4.9. Sample 1 was. Recentrifuged and retested. No hardware errors or other assay issues were reported in conjunction with this incident. No issues with sample integrity were reported by the customer. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the incident. The customer did not indicate a concern for carryover and there was no evidence of carryover in this event.